Event description:
No additional patient or event information since last report.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: cook was informed on 03mar2020 of an incident involving a cook single-use holmium laser fiber with rpn: (B)(4). It was reported the laser fiber broke off in ureter during a stone removal procedure on (B)(6) 2020. Additional communication with the user facility clarified that during lasering of stone fiber tip broke off in ureter. The laser fiber was removed, tip was located and extracted by surgeon during the procedure and then procedure was completed successfully. The patient did not any adverse effects or additional procedures due to this incident. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. The complainant returned one open package containing a holmium laser fiber for investigation. Visual examination confirmed a (B)(4) fiber was returned in used condition, and a specimen jar was also received. The fiber length measured 300.4cm, and the plug was secure and appeared undamaged. Under magnification, the blue jacket was torn approximately 2-3mm behind the cleaved end. The fiber was broken and recessed inside the jacket. There was black charred debris prominent on the blue jacket at the damaged area. A piece of fiber optic measuring 7mm was returned in the specimen jar. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: a number of different factors affect the life of any particular fiber, including: extended lasing at high power, continuous lasing with the fiber tip in contact with tissue, lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus, never subject fiber optics to sharp bends in handling, use, or storage. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed recommended power limits. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU could have contributed to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
No new patient or event (except date of event) information provided since last report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other non-healthcare professional: inventory specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, while attempting to remove a stone during a cystoscopy ureteroscopy using an unknown laser fiber, it was defective. During lasering of the stone, the laser fiber tip broke off in the ureter. The laser fiber was removed, the tip was located, and it was extracted from the ureter by the surgeon. It is unknown how the procedure was completed. There were no adverse effects reported due to the alleged malfunction. Additional information has been requested. At this time, no other information is known. A follow up report will be submitted if additional details are received.